Manufacturer narrative:
This complaint is recorded by zimmer biomet (B)(4). Review of the most recent repair record determined, that the device was out of calibration. Width plate screws and e-rings were missing, lever was deformed, needle bearing and reciprocation arm were worn, control bar position was incorrect. And foreign material was glued to the device. The needle bearing, e-rings, reciprocation arm, screws, lever, pins and springs were replaced. Foreign material was removed. Unit and the control bar were recalibrated. The unit was returned to service. Review of the device history record identified no deviations or anomalies, during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that outside of surgery, the device does not cut a good graft. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone number: (B)(6). G2: country: netherlands.